Manufacturer narrative:
Pump was confirmed functional and the report was inadvertently submitted.

Event description:
A caller reported that there was a cracked and shattered touchscreen on their pump. There was no adverse impact to the customer's blood glucose level. The caller confirmed that the screen was damaged under the screen protector, but interaction with the pump was still possible. The pump was under warranty, and cts decided to replace it. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Cts confirmed the shipping address and provided instructions for putting the pump into storage mode before returning it with a pre-paid label within 10 days, which the caller acknowledged.